Event description:
The customer complained that cap survey sample jat b jat-08 yielded false negative reaction with biotestcell pool. Customer had returned neither the cap survey sample nor the supposedly defective product. At the time of reporting this complaint the allegedly defective biotestcell-pool lot was already expired. Therefore a testing was not possible. But quality control laboratory had also participated in the cap survey testing. We had also tested the cap survey sample jat b jat-08 and yielded a clearly positive result with screening cells biotestcell 3. There is no evidence for an instrument malfunction contributing to the reported issue of the undetected antibody. Taken into account that the anti-fy 9a) of jat-08 reacted only 1+ in peg (data obtained with iti 0123), a poolcell may not be in the product of choice when targeting such antibodies in an initial attempt. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
(B)(4).